Event description:
As reported per the edwards field clinical specialist (fcs), during prep and inspection of the valve, after it had been cut out of the cage, the physician saw a white suture through the leaflet of the valve. They tried to rinse the suture, and tried to remove it, but found it was still attached. It could not be pulled off. The valve was placed back into the cage in the glutaraldehyde, ready to return. The procedure was successfully completed with another device. Upon return of the device, it was found that the white suture was on the rough side of one leaflet, and did not appear attached to the permanent suture of the valve. Also the valve appeared oval shaped. The white suture is approximately 6.5mm long.

Event description:
As reported per the edwards field clinical specialist (fcs), during prep and inspection of the valve, after it had been cut out of the cage, the physician saw a white suture through the leaflet of the valve. They tried to rinse the suture, and tried to remove it, but found it was still attached. It could not be pulled off. The valve was placed back into the cage in the glutaraldehyde, ready to return. The procedure was successfully completed with another device.

Manufacturer narrative:
The device was returned to edwards in the jar; however, however the jar was leaking in the specimen transport bag. The valve was returned unused, but detached from the holder. A loose piece of white thread-like material was found on the valve. The material was approximately 6.5 mm long and was isolated for chemistry analysis. The valve appeared slightly oval shaped and additional dark debris was also found on the rough side of the leaflet, most likely due to additional handling at the case. The valve was then observed visually and with 8x magnification. Visual inspection did not show any observable damage to sutures, frame, skirt, or leaflet of the valve. Chemistry analysis was performed on the isolated material. Infrared spectrum (ft-ir) of the particulate showed similar absorption characteristics when comparing to ptfe-like material. Additional testing was conducted on the black particles seen. Fti-r scans indicated these particulates showed similar absorption characteristics when comparing to epoxy resin-like material, and cellulose-like material. Engineering evaluation of the returned valve confirmed fibers on the valve, but not through the valve leaflet, as originally reported. The white particulate is considered related to the manufacturing process; however, this material did not originate from the permanent sutures of the valve or components of the valve. Based on the ft-ir chemistry analysis, the white colored ptfe-like material is most similar to our monofilament ptfe sewing threads. During the manufacturing process, these threads are used as temporary sutures. It is possible that the ptfe suture could be left behind by the operators during the manufacturing process. As part of a previous investigation for similar complaints, several corrective actions have been implemented to add clarification to the work instruction on how to dispose of temporary suture materials. This valve was produced before the implementation date of the corrective actions. Engineering evaluation of the additional valve contamination did not confirm additional manufacturing non-conformance. Based on the fti-r chemistry analysis, the black cellulose and epoxy-resin like material are not similar to any manufacturing component or aid currently used in the manufacturing process. The source of the additional particulates could not be determined, however, it is possible that the cellulose could originate from personnel¿s clothing during handling in manufacturing. Review of current cleanroom set up and process flow did not reveal any indications matching the epoxy resin-like material in size or description. While particulates can come in contact with the device from various sources, including manufacturing cleanroom and operating room environments, a review of complaint data shows the frequency of particulate related complaint to be low, thus re-enforcing edwards¿ manufacturing and inspection controls. It should also be noted that the black debris were not reported in the complaint and may be the result of additional handling at the case prior to return. Sapien valves are manufactured under controlled environments in cleanrooms which meet all industry cleanliness classification requirements. All personnel's entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. Corrective actions for potential loose fibers and contamination coming from the manufacturing cleanroom floor will be addressed through a CAPA.

Manufacturer narrative:
The investigation is ongoing.